Event description:
During eval of a returned homechoice machine, an overfill situation was identified in the cycle by cycle ultrafiltration (uf) log in 2008, during drain cycle 4. Per the log, the patient's uf reading was 1576ml indicating the home pt (hp) drained 1576ml more than their programmed fill volume of 3000ml. This info gives a total drain volume of 4576ml (3000ml + 1576ml) which is greater than 1.3 times the last volume infused (3000ml). The eval results of overfill detected three days prior was reported to the nurse. The nurse said that the pt did not have any symptoms of fullness or discomfort associated with the incident. The pt was doing fine with the new homechoice machine.

Manufacturer narrative:
Additional info: 510(k) number: k923065. Eval summary: homechoice cycler unit was evaluated in the product analysis lab. Based on a event log data, the eval has determined the probable cause of the overfill to be insufficient drain/multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. The eval did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty.